Event description:
The pt was implanted with a left ventricular assist device. The hosp reported that the pt experienced a red heart alarm. The system controller was exchanged and the problem resolved. Upon investigation of the system controller, the MFR discovered a damaged fuse, which resulted in the loss of pump support.

Manufacturer narrative:
The eval of the returned system controller confirmed the report of a red heart alarm. The controller would not operate a pump in it's received condition and alarmed with a red heart. The investigation revealed an open fuse on the inner controller printed circuit board. There was also foreign residue observed on the connector pins of the percutaneous bulkhead connector. The fuse was replaced and the controller functioned as expected. The log file from the returned controller was determined to be corrupt and did not add any additional info to the investigation. The foreign substance observed in the bulkhead connector contributed to the open fuse condition. A review of device history records for this system controller showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.